Event description:
Attorney alleges pt felt symptoms of a racing heart rate, chest pain, difficulty breathing, lethargy and depression. The pump was removed. Lawsuit alleges that the pump had malfunctioned and discharged all of the morphine into the pt's back.